Event description:
Officers responded to a patient described as in cardiac arrest. The patient was said to have been down unassisted an extended period of time. The device was connected to the patient in an attempt to analyze the patient rhythm. Reportedly, the device prompted connect electrodes. The device was not resuscitated, however, the reporter indicate the patient outcome was not affected, due to a lack of patient viability.